Manufacturer narrative:
No part replaced. The ventilator was upgraded to the current software level.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer service engineer (cse) inspected the device and updated the software. The unit passed extended self testing.